Event description:
Primary stability not achieved, no thread tap used, inadequate bone quality/quantity, mobility. X-ray check-up showed that there was no complete mesial ossification, longer implant placed.